Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50ml ll tip 1ml contained foreign matter. 50ml syringes have black specks on the plunger.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. A complaint was received alleging a black spot on the syringe plunger. To support the investigation, the quality team received one sample in an opened blister, three samples in sealed blisters, and three photographs. Visual inspection of the samples was performed under 20x and 30x magnification. One sample exhibited an embedded dark speck within a rib of the plunger rod; another exhibited an embedded dark speck in the syringe barrel. The embedded particulates observed were within acceptable size limits. The remaining two samples exhibited no defects or imperfections. The three photographs provided were blurry, precluding observation of the reported condition. A device history record review was completed for material number 309653, lot 5212937. The review revealed no quality issues during manufacture that could have contributed to the reported condition. No related quality notifications were identified. All processes and final inspections were performed in accordance with applicable specifications. To date, no additional similar events have been reported for this lot. Based on the investigation and sample analysis, the customer reported symptom is confirmed; however, the condition observed is within specification and considered acceptable.